Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image was not focusing correctly. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm. Additional information was requested and the customer reported no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a blurry image. Based on the results of the investigation, it is likely that the following led to the malfunction: the most likely cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was not focusing correctly. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm. Additional information was requested and the customer reported no further information was available.